Event description:
Approximately six weeks after percutaneous coronary intervention (pci) with this device, thrombus was observed in the implanted cypher stent.

Manufacturer narrative:
This patient presented to the cardiac cath lab emergently, due to unstable angina pectoris and 2-vessel disease was found. Intra-procedure medications included ticlopidine hydrochloride 200mg/day and heparin 10,000 units. Percutaneous coronary intervention (pci) was performed on a de novo total occlusion lesion in the mid left anterior descending artery (lad) of 15mm in length in a 3.0mm vessel diameter. The (b2) lesion was also eccentric. Pre-dilation was conducted with a 2.75x15mm balloon at 12 atmospheres (atm) before deploying a 3.0x28mm cypher stent at 14 atm. Post-dilation was conducted with a 3.0x30 mm balloon at 14 atm. Ivus was not conducted. The residual diameter stenosis measured 0%. Timi flow before the procedure was zero and was 3 post-procedure. Act was not measured. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. Three weeks later, pci was performed on a de novo chronic total occlusion lesion in the distal left circumflex of 25mm in length in a 2.5mm vessel diameter at a bifurcation. The (type c) eccentric lesion was also calcified. Pre-dilation was conducted with a 2.5x20mm balloon at 14 atm before deploying a 2.5x28mm cypher stent at 14 atm. Post-dilation was not conducted with a 2.75x15mm balloon at unknown inflation pressure. Ivus was not conducted. The residual diameter stenosis measured 0%. Timi 0 and 3 flows were recorded pre and post-procedure, respectively. Act was not measured. Intra-procedure medications included ticlopidine hydrochloride 200mg/day and heparin 10,000 units. Post-procedure medications included aspirin 100mg/day and ticlopidine hydrochloride 200mg/day. One week later, the ticlopidine hydrochloride was discontinued due to a rash and cilostazol 200mg/day was prescribed instead. Almost one month later, the pt was taken to the e.r. Due to heart failure. Coronary angiography was conducted and thrombus was observed in the first implanted cypher stent in the mid lad. The second stent, in the distal left circumflex, was patent. To treat the thrombus, a thrombolytic agent, urokinase, was administered and poba was conducted. The physician commented that the cause of the thrombotic event was because the stent might have been under-dilated. Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also not available for testing and evaluation. Additional info rec'd will be submitted within 30 days upon receipt.